Manufacturer narrative:
G4:12apr2021. B4:19apr2021. The event log revealed that "check vent: proximal pressure sensor auto-zero failed" error had occurred. Therefore, the solenoid valve 3 and solenoid valve 4 were replaced. The device returned to functionality after repairs were completed and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15mar2021.

Event description:
It was reported to philips that the device had a check vent: proximal pressure sensor auto-zero failed" alarm. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The phenomenon was observed when the unit was performed for pre-use check in a hospital me's room. The philips service technician was not able to duplicate the reported issue by a test run performed. The occurrence of an error code was confirmed in the drpt and it was determined that the solenoid valve 3 and 4 needed to be replaced.